Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One complete se was implanted. The patient suffered instent restenosis of the complete se. 7 months post implantation the instent restenosis was treated with an inpact admiral balloon catheter used to treat the right distal sfa.